Event description:
Procedure: sleeve gastrectomy. According to the reporter: when placing an instrument into the port the seal fell off. The difficulty did not result in tissue damage or patient injury. There was no bleeding over 250cc. The case was not delayed by more than 30 minutes. No device component fell into the patient's cavity.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the account: nothing fell into the patient's cavity. The current patient status is good.

Manufacturer narrative:
(B)(4).